Event description:
Customer called to report air bubbles in the reservoir of the insulin pump after set change. Customer's blood glucose reading was 250 mg/dl. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.